Event description:
The patient dislocated (head from competitor liner) and the cause is unknown. The surgeon at about 1 year and 4 months from primary revised the competitor liner and medacta head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2025: lot 1909752: (B)(4) items manufactured and released on 12-mar-2020. Expiration date: 2025-02-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.